Event description:
A cardiac catherization and stent procedure were done and the patient was discharged home. She returned to the transferring hosp 3 weeks later complaining of back pain. A CT showed a retained wire which was later identified as the nitinol wire after an angiogram was done. Efforts to review the wire were unsuccessful and the patient has elected to not undergo further surgery to retrieve it.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records was not possible as the lot number of the device was not provided. Without an evaluation of the device involved, we are unable to determine the cause or factors that may have contributed to this event.